Manufacturer narrative:
The insulin pump alarmed button error and, the act and up buttons, on the insulin pump had intermittent responds due corroded keypad traces. The device had minor scratches on the display window, cracked display window corner, cracked reservoir tube lip, cracked battery tube threads, and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that their is no significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advise that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.